Event description:
It was reported that one day post-implant, elevated capture thresholds were observed. Perforation with pericardial effusion was found via CT scan. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.